Event description:
Boston scientific received information that this right atrial (ra) lead exhibited non-detection and loss of capture at maximum outputs. An x-ray was performed and revealed that the lead had dislodged. The patient underwent a revision procedure and this product was explanted and replaced. This product is not expected to be returned as the hospital kept it. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.